Event description:
Reporter alleged the patient received discrepant back to back blood glucose results of hi (greater than 600 mg/dl), 136 mg/dl and 96 mg/dl when all tests were performed within 10 minutes on the inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter does not have the strips and so no product will be returned for evaluation.